Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 105 (pic motor error) during infusion in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was received for evaluation. During functional testing, a system error 105 was reproduced. A review of the event history log revealed 'system error 105'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the motor which was running at an unexpected rate. The motor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.